Manufacturer narrative:
Analysis was normal. The device was tested using automated test equipment and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was congestive heart failure, ischemic cardiomyopathy, coronary heart disease, renal failure and urosepsis.